Event description:
It was reported that the system locked up during fluoro and continued to beep as if it were still producing x-rays. No patient injury was reported.

Manufacturer narrative:
A ge service representative evaluated the system and replaced the 5 volt power supply. The system operates as intended. The field engineer noted that the system locked up during fluoro and beeped as though the system was continuing to fluoro, however, the monitor did not update with new images, therefore the system was not actually fluoroing. A formal engineering investigation was conducted, indicating that no incidences of uncommanded x-ray occurred, nor is the system capable of doing so, considering the nature of the lock up.